Manufacturer narrative:
The initial MDR 1226181-2016-00094 was filed on february 29, 2016. A siemens headquarters support center (hsc) specialist reviewed the instrument data and the service report and discovered that glucose results were flagged with abnormal assay errors. The hsc specialist determined that the cause of the abnormal assay errors was due to an improper sample mix by the sample probe 1 mixer. The cause of reporting results with abnormal assay errors was related to user error. As per the dimension vista system operator's guide, "if the sample is flagged with an error of abnormal assay, the result cannot be reported and the sample should be rerun". (B)(4).

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse ran sample 1 probe (s1) and reagent 1 probe (r1) align tests and adjusted r1. The cse ran mix tests and chem wash leak test, which were acceptable. The cse then ran a probe integrity test and replaced the r1 probe, mixer and drain. The cse also ran s1 mix text and replaced the s1 mixer and performed alignments. The cse performed a quick check and ran quality controls, which were acceptable. The cause of the discordant, falsely low glucose result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant falsely low glucose result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on an alternate dimension vista instrument, resulting higher. The corrected result from the alternate dimension vista instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glucose result.